Event description:
It was reported that the customer was hospitalized due to surgery. It was stated that the down arrow sticks and ramps on its own without the button being pressed. The customer's blood glucose reading at time of call was 61mg/dl. The caller stated that his blood glucose is being monitored in the hospital, and he still is wearing the insulin pump. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No scrolling numbers display anomaly noted.